Event description:
Pt reported obtaining back-to-back blood glucose results of 151 mg/dl and 55 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. Quality control tesitng has not been performed on the device. Tech support requested the return of the suspect product and replacement product was shipped.